Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 39 mg/dl and a loss of consciousness. Reportedly, the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 165 mg/dl, and the meter bg reading was 39 mg/dl. Bg was treated with an unspecified glucose treatment. Reportedly, customer left the ER 9 hours later with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.